Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013 the patient had major blood clots in his leg which traveled to his lungs. The patient remained in the hospital with oxygen being provided and blood thinners but on (B)(6) 2014 the patient deceased. It was also noted that the patient had lung cancer. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.